Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed a large leak at the o2 sensor port. The o2 sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported a loss of mechanical ventilation during a case. There was no report of patient involvement.